Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported he is experiencing increased pain in his right foot and experienced shortness of breath, which the physician believes is a side effect of anesthesia. The pt's scs system is to be reprogrammed as the next course of action.